Event description:
The customer reported to customer service that her transformer was falling completely apart and that the screws are coming out.

Manufacturer narrative:
A replacement power supply was sent to customer. In follow up with the customer, the customer stated that the transformer housing cracked in two corners. The customer stated that she did not see any sparking, smoking, fire, or melting. The customer also indicated that no injuries were sustained as a result of the issue. The product involved in the complaint has been received but not yet evaluated. Should additional information or the original product be evaluated resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packing used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength also has been increased to further protect the transformers during shipping.